Manufacturer narrative:
The initial reporter's zip code: (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that spoke with patient and advised he is not needing the catheters any longer as he tried one from the ones we sent him and it caused so much pain and discomfort he had to go to the emergency room. Patient has not ordered this product previously.